Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error, specifically improper bone preparation, misalignment during insertion, and/or incorrect alignment of the screwdriver with the screw to a fully seated position, which could potentially damage the implant. Directions for use (dfu) 0111-7 interferences screws. G. Precautions. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal. The complaint allegation was confirmed based on the customer¿s attached pictures, which show two ar-4020c-10 devices with stripped and damaged threads.

Event description:
Update nroe 25-jan-2024: further information was provided and revealed that the incident occurred during an anterior cruciate ligament reconstruction surgery. The surgery was finished successfully with a new device from another manufacturer.

Event description:
It was reported that during the surgery the screws lost their shape and fell apart when being implanted. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.